Event description:
This case was reported by a lawyer via a legal claim and described the occurence of hypocupremia in a female patient who used super poligrip original (B)(4) as a dental adhesive. A physician or other health care professional has not verified this report. Co-suspect product included super poligrip ultra fresh (B)(4). On (B)(6) 1996, the patient began using super poligrip original and super poligrip ultra fresh at 5 to 6 times daily. She used approximately two to three tubes or product weekly or twelve tubes monthly. In (B)(6) 2002, the patient experienced dragging of the left foot, in (B)(6) 2001, she experienced stiffness in the legs, tingling, and numbness, and on an unknown date, she experienced lower extremity weakness and gait disturbance. On (B)(6) 2008, the patient was diagnosed with hypocupremia and hyperzincemia. In 2008, the patient was advised to stop use of the products by a physician. At the time of reporting, the patient continued to use the products 1 to 2 times daily. The outcome of the events was unknown. Medical records received (B)(6) 2009: on (B)(6) 2007, the (B)(6) patient was seen with progressive increasing weakness in her left foot with dragging, numbness on both sides, and a feeling of "going to sleep." She also noted burning of her lower back. Brain and spinal mris were entirely negative. At a visit on (B)(6) 2008, it was felt the patient had sensory ataxia possibly due to myelopathy. She was started on folate but continued to be symptomatic at follow-up on (B)(6) 2008. By (B)(6) 2008, the patient began feeling better on folate but continued to have neuropathy pain in the feet and symptoms of restless leg syndrome. Electrodiagnostic study on (B)(6) 2008 showed l5 and s1 radiculopathy and indications of chronic irritation at the nerve root level of the peroneal motor nerves. At a neurology visit on (B)(6) 2008, the patient was noted to have used dentures for 12 years at 2 tubes weekly. She had repeated attempts to improve the fit of her dentures that were unsuccessful. The neurologist felt the patient's symptoms could be due to the high use of her denture cream and ordered further testing of her copper and zinc levels. On (B)(6) 2008, copper was measured at 11 mcg/dl (normal 70 to 155) and zinc was 179 mcg/dl (normal 70 to 150). Follow-up information was received on (B)(6) 2010 via medical records. On (B)(6) 2008, the patient returned for follow-up of what turned out to be folate deficiency and corresponding myelopathy causing gait disturbance. The patient had decreased coordination that had been gradual and had been occurring in a consistent pattern for eight months, her gait had improved. The patient felt better since starting folate supplementation. The patient continued to have neuropathic pain in her feet. Assessment included polyneuropathy. On (B)(6) 2009, the patient was seen for re-evaluation of feet numbness and ataxia. The numbness in the sole of her left foot began in approximately (B)(6) 2007, the numbness in the right foot began in approximately (B)(6) 2008, and her balance and gait were impaired in approximately (B)(6) 2008. At her last clinic visit, it was recommended the patient decrease her use of denture cream and she got new dentures in approximately (B)(6) 2008. The patient was now using one tube every two weeks. The patient's pain had slightly improved and the numbness was about the same. Assessment included hypocupremia with associated numbness and pain, probably due to dorsal column dysfunction given normal nerve conduction studies. The patient had been unable to tolerate copper supplementation. On (B)(6) 2009, the patient was taking oral copper supplementation. The patient had improvement in strength and was not as hyperreflexic. Her sensory loss seemed better to pinprick as well. The patient was given the name of denture creams that did not contain zinc. In (B)(6) 2009, the patient's copper level was normal.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).